Manufacturer narrative:
Section d1: brand name: corrected. Section d4: model number, catalog number, and UDI: corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. Additionally, review of the submitted log files confirmed the reported low flow alarms on (B)(6) 2024, as well as a slight increase in motor power on (B)(6) 2024; however, a specific cause for these events could not be conclusively determined through this evaluation. The submitted controller periodic log file contained data from (B)(6) 2024. Slightly elevated motor power (4.981 watts) and corresponding calculated flow (7 lpm) were captured at 08:01:20 on (B)(6) 2024, consistent with the report of an observed elevation in power at this time; however, the elevation was not the value that was reported. Otherwise, motor power and calculated flow ranged from 3.876-4.453 watts, 3.8-5.4 lpm respectively. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed. The additional submitted controller event log file contained relevant data on (B)(6) 2024 and (B)(6) 2024. Low flow events were captured beginning at 23:37:44 on (B)(6) 2024. Calculated flow then suddenly decreased to 0.0 lpm in less than 10 seconds and remained at 0.0 from 23:37:52 on (B)(6) 2024 through the remainder of the file. A corresponding decrease in motor power (as low as 2.048 w) was observed. The driveline was disconnected at 00:13:41 on (B)(6) 2024 and the controller was shut down. No other notable events were captured. The device appeared to operate as intended at the set speed. An autopsy was not performed, and heartmate 3 lvas, serial number (B)(6), was not explanted for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including death. This section also addresses all pump parameters including pump power and flow. In reference to power, this section states that pump power is a direct measurement of pump motor voltage and current. This section further states that changes in pump speed, flow, or physiological demand can affect pump power. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B5: additional information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
The cause of the flow drop was unable to be determined.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had elevated pump power values of 7 watts on (B)(6) 2024 at approximately 08:00. This was noted in the periodic log files after a device interrogation on (B)(6) 2024. It was unclear how long these high powers may have lasted due to the event log files capturing many pulsatility index (pi) events since this occurrence. There were not clinical indicators of hemolysis or thrombosis of any kind. On (B)(6) 2024, at approximately 23:40, the patient was noted to have an active low flow alarm with flow reading 0 lpm. There were no obvious precipitating events. After several minutes in this state, the patient became less responsive and tachycardic with rates in 200s. A code was called and chest compressions were initiated at approximately 23:49. After unsuccessfully resuscitating the patient, the patient was pronounced dead at 00:10 on (B)(6) 2024. There were no elevated hemolysis markers leading up to the event. A review of the log file confirmed low flow alarms beginning at 11:37 on (B)(6) 2024. The pump flows dropped to 0 lpm within a few seconds and did not rise above that for the remainder of the log file.